Event description:
Event description guidant received information that this transvenous defibrillation lead, which contains a protective gore covering, was implanted without complication. Post implant, this lead exhibited a decrease in r wave amplitude, from 12 mv at implant to 2.5mv currently. In addition, thresholds had increased from 2.0v@0.5ms to 3.5v@0.5ms. This observation was made 1 month post implant. While making a note in the patient's chart, it was observed that this patient has an allergy to gore. A guidant technical services (ts) consultant sent an allergy kit to the field, and the device sensitivity was reprogrammed to most. To date, the patient continues to be monitored by the physician, and this lead remains implanted without additional complication.